Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the left circumflex coronary artery. A 4.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, the shaft was fractured and could not be contracted. The procedure was completed with another of same device. There were no patient complications. Patient was stable.